Event description:
The pt was implanted with a smooth saline mammary prosthesis on 6/16/93. Subsequently, the pt experienced a seroma, autoinflation of the device and asymmetry. The device was removed on 10/21/98.